Event description:
During rf delivery on the tricuspid valve, we induced vf two different times. The patient was shocked into sr with no pulse for a minute (when we went to start compressions pulse returned). We then pre-charged the defib to deliver the next rf lesion. This second one also induced vf, we cardioverted out. As we continued down the cti we pre-charged and then dumped after every ablation. The serial number of the biotronik device could not be obtained. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.